Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via foreign who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome (crps). It was reported that the spinal cord stimulation (scs) does not work very well and often causes the patient even more pain. The nurse wanted to talk to the patient about their scs and have the device manufacturer take a look at the scs setup. The nurse saw the crps in their arm and wants to try to get the patient more comfortable.